Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts from the two most proximal stent rows were distorted, stretched and lifted upwards from the stent profile. In addition, stents struts from the sixth and seventh most proximal stent rows were stretched and damaged. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-oct-2014. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in an unspecified artery. Predilation was performed. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced, but failed to cross the lesion. Further dilation was performed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.